Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular (lv) lead exhibited high threshold. The lead was reprogrammed. The patient presented in the emergency room on (B)(6) 2018 after receiving vibratory alert since the programming changes in clinic were made. The lead was turned off. The lv lead was noted to be dislodged and was along the tricuspid valve. It was further noted that the right atrial (ra) lead was retracted, but was attached to the ra tissue without any significant slack. The patient presented in the operating room on (B)(6) 2018 for a lead revision procedure. The patient¿s heart failure symptoms had worsened since the lead dislodgement. The lv lead was explanted and replaced and the ra lead was repositioned. The patient was stable post procedure.